Event description:
Returned product from unknown source with no oos or clinical information. No explant date available.

Event description:
Returned product from unk source with no oos or clinical info. No explant date available.